Event description:
It was reported the zcu225 model intraocular lens (iol) was partially inserted and was removed and replaced during the same procedure. It was clarified as the doctor was trying to insert the lens in and halfway going through, it was noticed there was a hole in the iol. Account stated the issue could have occurred during the loading process. The procedure completed successfully using another zcu225 28.0 diopter iol that was implanted into the patient¿s ocular dexter (right eye). There was no medical intervention. Patient outcome post-procedure was reported as fine. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.